Event description:
It was reported that on (B)(6) 2025, a 20mm amplatzer amulet was selected for implant using a 14f amplatzer torqvue delivery system. Prior to procedure, the patient was in stable condition. Baseline echo showed an effusion and fluid filled transverse sinus. No angiogram of the left atrial appendage (laa) was taken. Device sizing was solely based on echo. The largest landing zone measured 15mm. During implant, the first deployment "appeared to have a small mitral shoulder, disc showed little separation." The amulet was resheathed to ball. "Second lobe deployment was positioned differently but not coaxial" and the amulet was again resheathed to ball. The last deployment showed acceptable position; disc was exposed and full integration of the device in all four planes was performed. Close criteria was achieved and the amulet was released for implant. The baseline effusion remained unchanged. On (B)(6) 2025, the patient became bradycardic and hypotensive early in the morning without expressing complaints and went into pulseless electrical activity (pea). The patient passed away.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of hypotension, bradycardia, pulseless electrical activity, and death was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the cause of the reported hypotension, bradycardia, pulseless electrical activity, and death could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.